Event description:
Reporter indicated that a dell handheld computer displayed "not for human use" on the main menu and a message indicating there was a low battery appearing. The handheld computer and flashcard were returned to the MFR and an analysis was performed. No anomalies associated with the handheld performance were identified during the analysis. Analysis on the software confirmed the reported complaint as the "not for human use" message was found. It was also identified that the vns shortcut was missing, the low battery message would appear, and the autorun.exe file was corrupt. Registry settings were identified to be missing, thus potentially causing the events. The analysis also verified that the events had no negative impact on the device performance, and the handheld was able to interrogate, program, and perform diagnostic testing with no observed anomalies.